Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication leaked from the bd angiocath¿ plus catheter. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that medication leaked from the bd angiocath plus catheter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Two photos were returned for investigation. No actual sample was returned. Drh review of packaged needle batch 7236361 catalogue number 382423 and its assembled needle batch 7236402, 7201166 part number 8365077 showed no quality notification was raised for similar nonconformance during the production of this batch. The nonconformance cannot be confirmed as no sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation.